Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional (hcp) on 2017-feb-03 reported on (B)(6) 2016 manufacturer representative (rep) was called into the emergency room to read the pump and reset the settings. It was believed an interrupted telemetry stopped pump, although programmer showed no indication of that happening. It was noted the issue was resolved and patient was on a small dose and doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had their pump refilled on (B)(6) 2016 and at that time the patient was not feeling well, however the doctor thought it was maybe the flu. Two days later, the patient thought they heard the pump alarming and continually felt worse and worse. Today [(B)(6) 2016], the rep was called by the patient's doctor to confirm the pump status. It was confirmed that stopped pump mode occurred on (B)(6) 2016 and a tube set occurred on (B)(6) 2016. It was noted that the patient's pain returned on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.